Event description:
It was reported that device diagnostic testing resulted in high impedance (dc dc code - 7). It was reported that the patient was complaining of an increase in seizures and was sent for x-rays. The patient was referred to surgery. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. It is unknown if the generator was programmed off after observing the high impedance reading. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.